Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen was unresponsive. A field service engineer (fse) went onsite and ordered a touchscreen. The fse replaced the touchscreen and confirmed the reported issue was resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.